Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient is scheduled to see the health care professional (hcp) on (B)(6) 2017. The patient was inquiring to get a manufacturing representative (rep) sent to his appointment because the patient's device was not functioning at all. Product service specialist (pss) offered to troubleshoot. The patient reported that it took too long to charge the implantable neuro stimulator (ins), 8 hours of charging and then he fell asleep about 2 am and it was still not charged. The patient wore the belt during the sleep. The patients implantable neuro stimulator recharger (insr) showed the battery was fully charged and showed power on reset (por).the patient programmer also showed por screen. Pss reviewed steps to clear por with the patient programmer. Por was successfully cleared. The patient had adequate therapy. No patient symptoms or complications were reported in this event.